Manufacturer narrative:
H6- device evaluation: lens was returned with moisture, in microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. (B)(4).

Event description:
The reporter indicated that a 12.6 mm vticmo12.6 implantable collamer lens of -8.0/1.5/093 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2024. The patient experienced excessive vault. On (B)(6) 2024 the lens was exchanged for a same length lens that was implanted on the vertical axis and the problem resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
Type of investigation - lens work order search: one similar complaint type event reported for units within the same lot. Claim# (B)(4).